Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that his daughter's insulin pump screen went blank after her insulin pump got wet at a water park. The patient's blood glucose at the time of incident was 470 mg/dl, which was treated via manual insulin injection. Troubleshooting was initiated and the father confirmed that the device went blank immediately after the device was exposed to water. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with a blank display due to corroded electronic assemblies. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the blank display. The pump was received with a corroded motor home switch. The pump was received with a cracked case at the display window corners, cracked battery tube threads and a cracked lcd window.